Event description:
Major pump unit(s) involved: blood pump. Additional text: vad not emptying/ intermittent loss of flash- unknown etiology. Specific component(s) involved: other component malfunction, specify. Other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : tried to see improvement with ddc- no difference. Unknown etiology. Implant device type: both (in the same or visit). Malfunction device type: both (in the same or visit).

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.